Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, physician found that iol to have opacification. There was a need of yttrium aluminium garnet (yag) procedure and replaced with another company lens. Additional information has been requested.

Event description:
Additional information received and stated that, following the iol implantation iol found to have progressive opacification. The patient had experienced severe low vision. The patient hospitalized for explantation/exchange of iol and anterior vitrectomy.

Manufacturer narrative:
Product manufacturing site updated due to receipt of additional information reporting suspect serial number. Manufacturer report number corrected and reported under (B)(4). The manufacturer internal reference number is: (B)(4).